Manufacturer narrative:
Based on the current information provided, the root cause of the reported event can be attributed to the patient¿s anatomy/condition in relation to the size of the hernia. However, it is unclear why the surgeon was unable to reduce the hernia robotically and if there was any injury to the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected to be returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video clips for the reported event were submitted by the customer for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in a subsequent procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted paraesophageal hiatal hernia procedure, the surgeon elected to convert the surgical procedure to open surgery due to the patient¿s anatomy in relation to the size of the hiatal hernia and the inability to reduce the hernia robotically.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the procedure was converted to open surgery due to a clinical decision. On 12-apr-2022, intuitive surgical, inc (isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the csr was present during the robotic portion of the case. The surgeon elected to convert to open surgery due to the patients anatomy in relation to the size of the hernia. In addition, the surgeon was unable to reduce the hernia robotically. Isi has made multiple attempts to follow up with the console surgeon and the site's robotics coordinator to obtain additional information regarding the reported but has not yet received a response.